Event description:
It was reported that a user experienced sustained hyperglycemia with blood glucose of 400 mg/dl while using an ilet system, with concerns about infusion delivery after a site-only change and no occlusion alerts; during troubleshooting, the user reported no drops visible during ¿fill tubing,¿ and a full supply change was performed, requiring approximately 50 units to observe drops, after which glucose began trending down. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and education, with glucose subsequently decreasing and no medical intervention or hospitalization required. Investigation included customer interview, device use review, and troubleshooting guidance. Investigation of this case revealed that improper or incomplete tubing fill likely led to under-delivery prior to the successful supply change. It was concluded that the event represented hyperglycemia of unclear cause, with user technique during tubing fill as a contributing factor, and the device functioned as designed once supplies were correctly primed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.